Event description:
On september 11, 2025, nidek medical products was contacted by a distributor in (B)(6) that a device experienced overheating and had smoke coming from the machine. According to the initial reporter, there were no injuries or health effects to the patient, nor was there harm to the property or environment.

Manufacturer narrative:
Device was returned to nidek medical products on september 15, 2025. During the functional check of the device, the unit maintained functionality and purity until the compressor overheated, triggering a safety shutdown of the compressor and causing the unit to alarm both visually and audibly. The device was assessed and it was found that one of the three internal cooling fans was not operating. Within the time it took the compressor to shutdown and the unit to begin alarming, no smoke was observed and there was no evidence any thermal or smoke damage to the unit.